Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose was "high", specific value not provided. The customer addressed the elevated bg with a manual injection of insulin and continued to use the pump for insulin therapy.